Manufacturer narrative:
One used endotracheal tube was returned for product inspection. Visual inspection found the inflation line detached in two parts. Stretch marks were identified along the fracture of the inflation line. In an attempt to duplicate the reported product issue, two endotracheal tubes were taken from manufacturing and tested for inflation line detachment. The inflation line of the first sample was cut in half by a single sided razor blade, and the tube and cut were inspected. The break in the inflation line was smooth; the cut was not jagged, and the tubing did not bear stretch marks like the returned sample. A second endotracheal tube was taken from manufacturing, and the inflation line was pulled apart manually. The inflation line stretched before it snapped. The physical characteristics of the break were similar to the characteristics in the returned sample. A walk-through of the manufacturing floor and process review was performed to observe leak testing and package operations in attempt to identify a possible root cause for the reported issue; no discrepancies were found in the process. Investigation was not able to identify the exact event or cause of the detached inflation line. It is likely the inflation line became damaged during customer use as no evidence was found to suggest the reported event was caused by a manufacturing issue.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that during use the inflation line tore and was repaired with tape. No adverse health outcome resulted from this event.